Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
This event is considered a use error. The customer stated that a 52-year-old female patient received an unnecessary blood transfusion after the lab technician manually validated a result that was flagged invalid and was blocked by the aliniq ams correctly. The patient results for sid (B)(6) were sent by the customer¿s hematology platform (sysmex xn1000) to the ams on (B)(6) 2025 at 7:51 a.m. The ams functioned correctly and blocked the result due to an invalid data flag for basophils, eosinophils, lymphocytes and monocytes. The use error occurred as the lab technician incorrectly manually unblocked the results and manually validated the results. The patient received a blood transfusion based on the results that were manually validated and released by the lab technician (customer not willing to provide any result details or further information). The customer confirmed that the patient is doing okay and did not have any adverse reaction to the blood transfusion.

Event description:
This event is considered a use error. The customer stated that a 52-year-old female patient received an unnecessary blood transfusion after the lab technician manually validated a result that was flagged invalid (***) and was blocked by the aliniq ams correctly. The patient results for sid (B)(6) were sent by the customer¿s hematology platform (sysmex xn1000) to the ams on (B)(6) 2025 at 7:51 a.m. The ams functioned correctly and blocked the result due to an invalid data flag (***) for basophils, eosinophils, lymphocytes and monocytes. The use error occurred as the lab technician incorrectly manually unblocked the results and manually validated the results. The patient received a blood transfusion based on the results that were manually validated and released by the lab technician (customer not willing to provide any result details or further information). The customer confirmed that the patient is doing okay and did not have any adverse reaction to the blood transfusion.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The investigation confirmed the results for sid (B)(6) were correctly flagged as ¿***¿ due to invalid data (¿---¿) and blocked by the aliniq ams middleware. System events from the date of the incident clearly indicated that new results were entered for the sample which was unblocked, values manually validated and sent to the lis. The customer's internal investigation acknowledged the action of sending the results to the lis was an operational error and not abbott's responsibility. They requested visual enhancements to improve the visibility of flags in aliniq ams in the future. No malfunctions or deficiencies were identified. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the available information within the complaint record, the aliniq ams software met performance specifications and behaved as per its intended design at the customer site.